Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) later reported after patient experienced "2 days with the lips swollen and 3 nodules were noticed, 2 in the upper left area and another in the lower left area." Hcp performed ultrasound, ruling out active infection, then injected 1500 units of hyaluronidase (0.15 ml on the upper biggest, leaving the small adjacent one without injecting and 0.05 in the lower nodule). When leaving the clinic, the nodules diminished in size, barely palpable. Hcp prescribed corticoids in case gets swollen again. The next day, there was mild inflammation, but no nodules in the injected areas. 6 days later, patient's lips are filled with nodules, not swollen because the day before patient had taken zamene of 30mg. Hcp prescribed ciprofloxacin 500mg and zamene 30mg. 2 days later, patient did not have any swelling again and the nodules are smaller. 4 days later, no lumps are visible and ultrasound shows observed clusters of hyaluronic acid, but integrated, no encapsulated. The antibiotic had a bad effect in their stomach, even though it was accompanied by omeprazole. 3 days later, there are no nodules, no inflammation. Posterior treatment noted as "cream vit k."

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced "late inflammation with 4 nodules after 1ml injection on lips" with [unspecified] juvéderm® volift¿. Treatment included aine and corticoids. Symptom status not provided.

Manufacturer narrative:
Continued h.6. Investigation code: b5, h6.

Event description:
Symptoms resolved.